Manufacturer narrative:
The MFR's foriegn service center performed failure analysis on this instrument. The pump was received with documentation of the pump service history. When the service technician powered up the instrument, the pump scrolled "help internal error". The technician checked the error log and observed that error code 22 had occurred nine times. These alarm conditions are associated with either a disconnect in the pump mechanism alarm (m.a.c.) Or faulty air-in-line hardware. The maintenance manual states that when these conditions occur, "the pump is to be taken out of operation and replaced with another operable instrument." Internal inpsection of the pump determined that the upper hinge axis of the pumping mechanism was broken. The mechanism alarm circuit was disconnected. The hospital stated their biomedical engineering department opened the instrument to examine it, and when very slight pressure was applied to the m.a.c. It did disconnect. Included in the service history was a report of previous service repair dated january 14, 1997, stating the following: "will not run infusion through a and b. Loose connection on channel a - ok. Soak tested both channel a and b correct amount of fluid delivered." In a follow-up discussion with the hospital, the MFR's service center confirmed that when the pump was inspected on jan. 14, the pump displayed "help internal error" and the error log contained error code 22. The error code 22 probably resulted from a momentary disconnect of the mac sensor. Co speculates that the pumping mechanism upper hinge was probably cracked, but not completely broken at this time. The hospital repair staff apparently believed they remedied the complaint by repairing the loose connection. It is highly likely that sometime in the past, the pump had been dropped, causing the damage of the channel a pumping mechanism upper hinge axis. The damage was not detected during maintenance and the pump was returned to the floor for clinical use. Co is able to confirm that the instrument overinfused propfol, however we were unable to confirm that the m.a.c. Device did not disconnect at the time of the incident. The mac is designed so the ail circuit opens if the mechanism fingers are pulled back from the door platen far enough to result in free flow. A momentary disconnect should cause a "help internal error" to alert the operator. This is an unprecedented event in which the existence of a damaged mechanism that had caused a mac disconnect had not been detected by the repair staff. The channel a pumping mechanism was replaced, a new mac installed, and q.c. Testing was performed prior to returning the device for clinical use. The account was inserviced that error code 22 and "help internal error" require a thorough examination of the pumping mechanism. Engineering will continue to trend for this issue.

Event description:
Hospital reported pump set up on a patient to infuse propofol on channel a. Rate was set at 3 ml/hr. Pump infused 100 ml/hr over a very short period, causing patient to become profoundly hypotensive.